Manufacturer narrative:
(B)(4). Batch: r5a33d. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy procedure, the surgeon had difficulty to open the jaw of the device. The jaw stuck in closed position, the device partially fired without having cut completely the appendix. The surgeon succeeded to open the jaw and completed with another device. There were no adverse consequences for the patient.